Event description:
Balloon was placed through an 8fr sidearm sheath and then inflated inside the vessel. The balloon would not deflate. Had to open stopcock and push dye out of the intelliflator, close stopcock and pull back to successfully deflate balloon.